Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent and a 190cm filterwire ez were selected for use. During removal, post deployment, a strong resistance occurred between the carotid wallstent delivery system and the filterwire ez. Despite the resistance, the carotid wallstent delivery system was removed and proceeded to post dilation with a balloon. The procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent and a 190cm filterwire ez were selected for use. During removal, post deployment, a strong resistance occurred between the carotid wallstent delivery system and the filterwire ez. Despite the resistance, the carotid wallstent delivery system was removed and proceeded to post dilation with a balloon. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent was returned for evaluation. The device was returned unsheathed with no guidewire inserted in the device. The investigator was unable to advance the guidewire through the device while unsheathed, which confirms the reported event. The investigator sheathed the device and was able to advance the guidewire through the device with a certain degree of resistance experienced and removed the guidewire with resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders.